Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'does not prompt load set' which was reproduced during service by troubleshooting the device. The cause was determined to be an out of adjustment latch switch that may induce door- state detection issues such that the door does not power on/ display set prompt when opened. The upper latch switch was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not prompt to load set when needed to load. There was no patient involvement. No additional information is available.